Event description:
It was reported that the patient had a seizure lasting 2 minutes. However per the physician, this is within her typical duration range. The patient later had the lead and generator replaced. Historically the facility discards of products following explant, therefore device return is not expected no additional relevant information was received to date.

Event description:
It was reported that the patient's perception of normal stimulation decreased and the patient could no longer feel magnet stimulation. The patient's vns was later checked by the physician and system diagnostics showed high lead impedance. No surgical intervention has taken place to date. No additional relevant information has been received to date.